Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that there were broken wires. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. No damage was found at the clevis. An additional observation not reported by site was that the instrument's distal pulley exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.